Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 64 mg/dl on customer's meter and 32 mg/dl on laboratory meter: started to feel bad and fell unconscious at home and was taken to the hospital immediately for treatment with IV glucose.